Event description:
Pump declared an altitude alarm several times over the last two months. There was no adverse impact to the customer's blood glucose level. Customer received tips from technical support on preventing altitude alarms and resolved the issue by replacing the cartridge, allowing the pump to resume normal operation.